Event description:
It was reported that the catheter was placed for routine obstetric use. During removal of the catheter, resistance was encountered, and when the nurse pulled on the catheter it separated. The pt was not repositioned during the removal attempt. There are no plans to remove the retained catheter portion. There were no additional complications.